Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified. However, occlusion alarms continued and a replacement pump was sent to resolve the issue.